Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device battery was alleged to be depleting prematurely. A review by technical services (ts) confirmed that the power consumption of the device was increasing abnormally and premature battery depletion was confirmed. The device should be explanted and returned. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this device battery was alleged to be depleting prematurely. A review by technical services (ts) confirmed that the power consumption of the device was increasing abnormally and premature battery depletion was confirmed. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device battery was alleged to be depleting prematurely. A review by technical services (ts) confirmed that the power consumption of the device was increasing abnormally and premature battery depletion was confirmed. The device was explanted and returned. No adverse patient effects were reported.